Event description:
It was reported that the patient did not pull the tube who was observed 24 hours a day. The tube was inserted one day prior to breakage. The patient was on overnight ventilation. There was a medical intervention required, and emergency tube was changed. The event was resolved, and there was no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No testing was performed because no sample was provided. One photo was provided, and visual inspection confirmed the reported issue. The flange of the tracheostomy tube appeared to be cracked. Without a sample and more detailed information, an exact cause could not be determined. The cause of the reported issue is unknown. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products.